Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test and then was blank after replacing the battery. The blood glucose reading was 197 mg/dl. The display was still blank at the time of the call. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery, the display did return and alarmed for a failed battery test. The customer was assisted in clearing this alarm. A new battery was inserted and the display did not return. The insulin pump had not been dropped, bumped or exposed to moisture. The customer was advised to remove the battery for two hours and reinsert. The insulin pump was not returned or replaced.